Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that the right ventricular lead exhibited loss of capture, loss of sensing and impedance less than 200 ohms. The was explanted and replaced.